Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience prime referenced is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure in the non-calcified, non-tortuous, circumflex and marginal arteries bifurcation, the 2.5 x 18 mm xience prime stent delivery system (sds) was advanced, but failed to cross the lesion and the proximal segment of the hypotube shaft fractured. The device was removed from the anatomy without reported issue. A 2.5 x 15 mm xience prime sds was advanced in the anatomy and could not cross the lesion. The proximal shaft also separated and was removed without issue. A 2.25 x 15 mm xience prime stent was successfully implanted in the lesion without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.